Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had not used the ilet for several days, was on backup therapy, and was reconnected to the ilet with agent assistance including a full supply change using 23 in tubing and a 6 mm inset; a 400 ilet alert was noted. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with guidance to contact the care team regarding dosing after reconnection. Investigation included technical support review and user education on proper setup and dosing transition after device restart. Investigation of this case revealed no device malfunction was identified, and the event was associated with therapy interruption and subsequent transition back to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption with appropriate device function upon reconnection.